Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller was badly damaged and there were open exposed wires at the bend relief that were shorting out. Per additional information, the patient's son called the hospital and said that the system controller was alarming with any movement. The hospital staff talked the son through changing out the controller, and then he brought the suspect controller into the hospital, which was then sent to the manufacturer for evaluation. The patient was fine through the event and is still doing fine.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.